Manufacturer narrative:
(B)(4). It was reported that peritonitis started in late (B)(6) 2014. A review of all batch record documents for potentially associated lot numbers h13j18049 and h13k11059 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Dianeal therapies were ongoing. Treatment and cause were not reported. At the time of the report, the patient was recovering from the event in the hospital and will be admitted to rehabilitation facility upon release. No additional information is available. This is report 1 of 2 involved in this event.